Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The patient was in the hospital to have a MRI of their back for an abscess in their back that they developed after having additional back surgery on (B)(6) 2017 their pain system was taken out when they had the additional back surgery. The caller wanted to obtain compatibility guidelines for their current system implanted. The symptoms were reported to not be related to their device or therapy. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2018-jul-09. The patient stated that they first experienced the abscess on (B)(6) 2018 however, it did not turn out to be an abscess. Their pain was not due to an abscess; still undetermined. Their back stimulator was removed on (B)(6) 2018 at the time of their back surgery but their bladder stimulator is still in place. They are currently trying to deal with their pain and find a source. No further complications were reported/are anticipated.